Manufacturer narrative:
This device is a combination product. Device evaluated by MFR.: p elite ous mr 24 x 3.00 mm stent delivery system. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 443 mm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09jan2020. It was reported that shaft kinked and crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in a severely tortuous nad non-calcified right coronary artery. A 24x3.00mm promus elite drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to cross the device for several times but it was still unable to cross and the shaft got kinked. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed hypotube detached/separated.